Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (05/2024).

Event description:
It was reported that during the procedure, the catheter allegedly cracked while flushing. There was no reported patient injury.

Event description:
It was reported that during the procedure, the catheter allegedly cracked while flushing. There was no reported patient injury.

Manufacturer narrative:
10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. A complete circumferential break was noted approximately 18.8cm from the distal end of the luer, the distal segment was not returned. However, striations were observed on the edge of the complete circumferential break and appeared cut. The investigation is confirmed for the reported catheter crack issue, as a longitudinal split was noted to the catheter approximately 8.0cm from the distal end of the luer, the split penetrated to the inner lumen. Based on the information available, the definite root cause for the reported event could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (05/2024), g4. H11: h6(method, results, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the catheter allegedly cracked while flushing. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. A complete circumferential break was noted approximately 18.8cm from the distal end of the luer, the distal segment was not returned. However, striations were observed on the edge of the complete circumferential break and appeared cut. The investigation is confirmed for the reported catheter crack issue, as a longitudinal split was noted to the catheter approximately 8.0cm from the distal end of the luer, the split penetrated to the inner lumen. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024),g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10